Manufacturer narrative:
H3 other text : remote support provided.

Event description:
Philips received a complaint on the philips mrx defibrillator indicating that the battery did not seem to charge fully. There was no report of patient involvement. Remote support from the customer care solution center was received, during which it was determined that this was a malfunction of the battery. A replacement battery was ordered to resolve the reported issue. The device remains at the customer's site. No further action is warranted at this time.